Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room after receiving inappropriate anti-tachycardia pacing (atp) and shocks for nonsustained ventricular tachycardia (nsvt). The patient's right ventricular (rv) lead exhibited noise and oversensing as well as high out of range shock impedance measurements. The rv lead was found to be fractured after following up in clinic. A revision procedure was undertaken, and it appeared that the lead was coming apart at the proximal coil. The lead was unable to be successfully extracted and was instead surgically abandoned. The patient's left ventricular (lv) lead was connected to the rv port of their cardiac resynchronization therapy defibrillator (crt-d) so the device would ra lv pace until the patient could be re-evaluated and screened for a new device. No additional adverse patient effects were reported.